Event description:
Patient scheduled for right ureteral stent insertion & right eswl (extracorporeal shock wave lithotripsy). After the stent was inserted the eswl machine malfunctioned. The patient which should have had 2500 shocks received only 600. Clinical engineering was called to check the machine and it was determined a valve needed replaced. Clinical engineering took the machine to their area for repairs. According to the surgeon there was no harm to the patient and it appeared the stone was fractured as intended.